Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 250 mg/dl. The patient was nauseous and vomiting. For treatment, the patient was given intravenous (IV) fluids and insulin. The patient was discharged after 6 hours.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to ((B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768.